Manufacturer narrative:
Batch reviews performed on 25 september 2017. Lot 165744: (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø28/b, code 01.32.2837hct, lot. 165672 (k103721) (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the cup was loose. The cause of loosening is unknown. No report of trauma. The surgeon revised the cup, head and liner. The surgeon re-implanted with medacta product. The surgery was completed successfully.